Event description:
It was reported by the sales rep that during a lap sigmoid resection procedure, the device would not open after firing. The handles were pryed open to remove it from the tissue. No tissue damage was experienced. Another device was used to complete the procedure.

Manufacturer narrative:
Date sent: 07/01/2008. Information anticipated, but unavailable at this time.